Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot numbers 2011006. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one picture sample was returned for evaluation by our quality engineer team. Through examination of the picture, an eclipse needle with the safety shield disengaged can be observed. Per the provided picture and customer feedback, we understand that an issue with the assembly of the safety shield to the hub component may have taken place. Each lot number produced is tested for safety shield activation prior to release. The reported lot number was found to comply with all specifications. The assembly process has a system which inspects all product for proper opening and activation of safety shields and rejects any defects identified. The handling of the product may have had a potential impact in this reported issue.

Event description:
It was reported needle eclipse s/t 25x5/8 rb had its safety mechanism break off. The following information was provided by the initial reporter: "went to click the safety device post draw and change needle and the safety device broke off."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported needle eclipse s/t 25x5/8 rb had its safety mechanism break off. The following information was provided by the initial reporter: "went to click the safety device post draw and change needle and the safety device broke off."